Manufacturer narrative:
This complaint occurred during surgery. After extensive research we come to the conclusion that this complaint is an exceptional incident or isolated event. We sell hundreds of tips and complaints and have not seen this happened before. This incident occurred during surgery. Foreign particle fallen into the eye and retrieved successfully however in a retrospective review, if not retrieved, might cause foreign body reaction hence this complaint is concluded as reportable. No sample was returned, therefore unable to confirm this complaint. The lot number is unknown. (B)(4). All available information has been provided. This complaint has now been closed.

Event description:
A report has been received of it was reported the microfiber tool tip breaks down intra ocularly when manipulating. The broken piece has been removed from the eye. There was no sample returned for evaluation.